Event description:
The patient was reported to have inappropriate full energy shock and found to have a warning. Findings of the noninvasive defibrillator test revealed inappropriate full energy shocks were unable to be delivered due to resistance.======================manufacturer response for pacer generator, ovatio crt 6750 (per site reporter)======================will provide results of testing when available.